Event description:
The advocate stated her husband received a blood glucose reading of 428mg/dl on the contour, retested on a different meter and the reading was 164mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were not expected to be returned. Replacement meter was sent to the customer.